Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
The (B)(6) customer reported uneven staining on autostainer link 48. The field service engineer inspected the instrument and found a leaking syringe. The engineer replaced the syringe and the aspiration and dispense check valve. The syringe was found to be the root cause of the problem while the aspiration and dispense check valve was replaced as a precaution. The instrument is performing according to the specifications. The customer could use another instrument for patient tissue staining. Customer did not indicate any incorrect ihc staining results or any incorrect diagnosis.